Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. Patient reported that she noticed the past few days that the stimulator has worked sometimes but not all the time; it was like something's come apart. Patient said she can sit a certain way and she can turn stimulation up to like 3.7 and she should feel tingling (stimulation) but she feels nothing. Patient said stimulation is not set on the tingle but she knew if she turned stimulation up she would feel the tingling; she had turned stimulation way up 3.9 and she did not feel any tingling. Patient reported that she was not getting good therapy, patient said she hurts a lot and it was hard for her to get out of bed herself this morning. No mention of any trauma/fall/ emi/ activity. Patient was re-directed to follow up with health care professional (hcp) to get device checked. No further patient symptoms or complications were reported in this event.